Event description:
It was reported that the patient had chest pains due to the pulse generator after walking through a metal detector. According to the technical services, the pulse generator exhibited oversensing from walking through the metal detector which potentially resulted in pacing inhibition. Patient status was unknown.